Manufacturer narrative:
The insulin pump passed displacement test. However, unable to prime the insulin pump during the prime test and motor error alarm during basic occlusion test due to faulty force sensor system. The motor was tested outside the device and passed. The insulin pump was received missing end cap sticker. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with broken reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was 200 mg/dl. The customer could not recall any significant events leading to the alarm. . Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.